Event description:
During evaluation, a small clear plastic piece floating from the membrane port was observed in a 150 ml intravia container. The particle appeared to be detached from the membrane of the port. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye and a clear plastic piece was observed floating from the membrane port . Further inspection was performed which revealed the particle appeared to be detached from the membrane of the port . The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.